Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
The suspect medical device reported in this MDR form was not explanted and should not have been reported on a 3500a MDR form.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date manufacturer was made aware.